Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was running high. The blood glucose reading at time of call was 245mg/dl. The caller stated that every time she removed her sites the cannula was bent, but the insulin pump did not alarm no delivery. Assisted the customer to perform the high pressure test and the device did not alarm no delivery. No further information was provided.